Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center experienced image failure for a few seconds accompanied by error message e226. The issue was found during a laparoscopic cholecystectomies procedure. The procedure was completed with the same device. There were no reports of patient harm,

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. . The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.